Manufacturer narrative:
On (B)(6) 2018, the customer contacted abbott and reported that the top cover hinge was broken on their architect c1600481. During the subsequent site visit, the field service representative replaced the top front cover hinges to resolve the issue. There have been no subsequent contacts from the customer regarding covers not remaining raised since the cover hinges were replaced. The architect c16000 service and support manual provides removal and replacement procedures for the top front cover hinge. The architect c16000 system service and support manual also contains preventive maintenance procedures with instructions for routinely checking the c16000 front and rear covers to ensure correct functionality and adjustment procedures if the cover should fail to stay open when raised. A search for similar complaints identified no trends for the top front cover hinge (part number 7-76748-01) with regards to the current complaint. Based on the investigation no product deficiency was identified for the architect c1600481 or the top front cover hinge (part number 7-76748-01).

Event description:
The customer reported that the left-hand side hinge for the main top lid on the architect c16000 analyzer is broken and difficult to drop down. The cover cannot be held open and falls down which could potentially cause an injury. The customer stated that no one has been injured to date. There was no impact to patient management, user safety, or facility damage reported.